Event description:
It was reported to philips that the host pc was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not starting. Upon troubleshooting actions, fse replaced the host pc hard disk. After replacement, the system was returned to use in good working order.